Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the safety shield could not be removed after penetration. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the safety shield cannot be removed after penetration.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8262483. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer facility was able to submit samples for evaluation; bd engineers noted that the needle did not completely withdraw during retraction, obstructing the mechanism of activation for the safety shield. Close inspection of the catheter surface found excess adhesive that prevent the complete withdrawal of the needle; protective coverings have previously been added to the manufacturing machinery to prevent the inadvertent application of adhesive, inspection of the manufacturing line determined that the component installed for this purpose had suffered damage that reduced its overall effectiveness. The protective covering has been repaired and our facility has implemented new strategies to monitor coverings condition. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the safety shield could not be removed after penetration. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that the safety shield cannot be removed after penetration.